Event description:
It was reported that the 9900 system has difficulty booting up (no booting up fully). The system c-arm would display 5 arrows and would not boot further. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported malfunction was verified. Investigation indicated that the facility supply (wall) voltage needs to be addressed. The facilities clinical engineering will discuss with building engineering. No additional info provided. This svc call was closed.